Event description:
The device was used during an esophagectomy. It was reported by the rep. The surgeon placed the jaws approx. To safe firing range (but thick tissue). Fired, staples remained open, repeated the above steps with a new trh90 same again. Had to stitch the stomach, and left the open staples in the stomach. There was no pt consequence.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It was noted that one of the cartridges returned had seven formed staples present in the cartridge. These staples were found to be conforming with respect to mfg requirements. The instrument was fired with a reload cartridge and fired and formed staples as designed across the entire staple line. All staples were fully across the staple line. The incident that occurred during surgery could not be recreated. Mfg and engineering have been notified of the reported incident.